Manufacturer narrative:
The lead was retained by the hospital. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold measurements due to dislodgement. An invasive procedure was performed and the lead was replaced. No additional adverse patient effects were reported.